Event description:
It was reported that during a colectomy procedure, the device became difficult to close toward the end of the case. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal roller and ring detached and not returned. In addition, the blade was slightly buckled. This caused the upper jaw to not close completely. The instrument cable was cut off. Due to the returned condition, functional testing could not be performed. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.